Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles had dimension issues and the cannula broke off. The following information was provided by the initial reporter : it was reported that when the patient removed the inner shield before injection the needle pe looked longer than usual. The patient then did recapping with the outer cover to detach the pen needle from the pen and noticed that the needle npe was broken and was trapped with the pen.

Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for these events. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.